Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the device fractured when the surgeon was impacting the tibia prosthesis.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Tibial impactor head was returned for evaluation. Visual examination of the returned product shows signs of repeated use and confirms the fracture. Dimensional evaluation indicates that the part conforms to the measurable print specifications. Device history record (DHR) was reviewed and no discrepancies were found. Product had a possible field life of 9 years and therefore root cause was determined to be wear and tear over a successful field life. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.